Event description:
It was reported that the handpiece overheated during set up for a procedure. There was no patient involvement or adverse consequences. Another device was used to complete the procedure.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported was not duplicated. Repairs were made to the device and it was returned to the customer.